Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, the atrial lead exhibited high impedance and intermittent capture. The device was reprogrammed. No patient symptoms were reported.